Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog number: 00620205622, lot number: 62003594, brand name: acetabular cup, catalog number: 00-6305-056-32, lot number: 61954007, brand name: xlpe poly liner, catalog number: 00-6250-065-25, lot number: 61999335, brand name: trilogy bone screw, catalog number: 00801803202, lot number: 61969163, brand name: cocr heads. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00735, 0001822565-2020-00736. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes were reviewed and identified failed r tha secondary to mechanically assisted crevice corrosion, abductor insufficiency, wear of poly, debridement of pseudo tumor. Avascular necrotic bone about the proximal femur and greater trochanter. Bone loss circumferentially around the acetabulum; however cup and stem fixed to bone. Estimated blood loss: 200ml; no known complications. Patient began having intermittent sciatica. Noted bone loss in proximal femur and lab workup consistent with mechanically assisted crevice corrosion. Hip aspiration noted no bacteria, no crystals, intraarticular co level 1724 ppb and cr 1000 ppb (elevated serum cocr). Patient unable to undergo mars MRI d/t pain. White avascular degeneration/pseudotumor formation along anterior abductor muscle. Detachment of posterior abductor with retraction and marked granulation tissue along ~10cm posterior abductor muscle. Trochanter demonstrated necrosis circumferentially in the inferior and calcar region of stem. Stem noted to be well fixed. Acetabular bone loss 1cm along posterior half of the acetabulum. Poly slightly discolored and demonstrated some surface scratches. Discoloration consistent with fretting and/or corrosion and dark colored debris accompanied by ring of blackened tissue at head neck junction. Significant fluid under pressure after opening the adventitia surrounding the hip. Gram stain obtained no evidence of bacteria. Patient stable in full extension and in hyperextension of 10 degrees. Stable in the position of sleep and flexion to 95 degrees. In 95 degrees of flexion,neutral abduction and ir at 45 degrees without subluxation after new liner, head and sleeve. Repaired abductor insufficiency. Fiberwire sutures utilized to reapproximate abductor gluteus medius posteriorly, as well as to augment the anterior devitalized abductor. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to failed construct with multiple adverse patient symptoms approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were .

Event description:
It was reported that the patient was revised due to corrosion approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown versys head, unknown cup, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01908. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.